Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy for dysfunctional uterine bleeding, fibroid tumors and ovarian cysts procedure on (B)(6) 2008. Intuitive surgical was provided with the operative report. On (B)(6) 2008, the patient underwent a robotic vaginal hysterectomy. It was noted that the surgeon had difficulty removing the large uterus. On (B)(6) 2008, the patient was admitted for vaginal cuff bleeding and was found to have a vesicovaginal fistula during surgery. On (B)(6) 2008, the patient consulted with a urologist and it was noted that there was large amounts of urine passed via vagina. Vcug testing noted vesicovaginal fistula. Md recommended open repair of fistula with omental interposition. On (B)(6) 2008, patient went into surgery for vesicovaginal fistula repair follow up visit noted no leakage per vagina. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. No further clinic information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.